Manufacturer narrative:
The kit, photos and the data key data were returned for analysis. Based on the review of the data key data several system occlusion alarms and air detected alarms occurred. Due to excessive contamination, the returned sample could not be functionally tested. The returned centrifuge bowl was visually examined and showed a trail of dried blood from below the top cap. The bowl leak is confirmed. However, there was not sufficient evidence to assign a root cause as no visual defects were observed on the bowl.

Event description:
Customer called to report occlusion alarm at the end of the buffy coat collection of cycle 1 of treatment procedure. Customer stated there was air in the line coming from the centrifuge bowl. Customer stated she has run a saline bolus but alarm will not clear. Css asked customer to check all parts of the kit for any clotting or occlusions. Customer checked kit but did not see any clotting or occlusions. Css informed customer that if there is air the line, procedure should be aborted with no return of blood/products to the patient. Customer consulted with physician, who suggested blood be returned to the patient manually. Customer aborted the procedure, and removed the centrifuge bowl to drain, when customer noted blood leaking from bottom of centrifuge bowl. Css suggested blood/products should not be returned to the patient. Customer consulted with physician who agreed. Patient was reported as stable. Customer returned the kit for investigation.

Manufacturer narrative:
A review of lot c742 was performed. There were no non-conformances related to the complaint. This lot met all release requirements. Trends were reviewed for all complaint categories and no trend was detected for either occlusion system alarm nor for centrifuge bowl leak/break. No corrective and preventive action has been initiated for these complaint categories. The assessment is based on information available at the time of the investigation. The product return investigation is still in progress at the time of this report. A supplemental report will be filed when this investigation is complete. (B)(4).